Manufacturer narrative:
(B)(4). No further information is available at this time. If the sample or evaluation results become available, a follow up report will be submitted.

Event description:
Baxter japan received a report that at the end of therapy, the cassette was removed from homechoice and was discovered to be wet. There were no patient injuries reported.